Event description:
A cartridge change error was reported with the pump, and it was confirmed that there was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by removing the cartridge and inspecting the o-ring and pneumatic tap area as instructed but was unsuccessful in loading the cartridge properly, despite trying a second cartridge. Technical support decided to replace the pump and instructed the customer to use multiple daily injections as backup insulin therapy.